Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the active electrode migrated postoperatively out of cochlea, as confirmed by diagnostic imaging. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no more hearing sensation with the device. The user has been explanted on (B)(4) 2019.

Event description:
The user has no more hearing sensation with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on received information, the device is not providing benefit to the recipient due to an active electrode migration out of the cochlea, as confirmed by diagnostic imaging. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device. Re-implantation is considered.